Event description:
It was reported angiography taken following a standard stenting procedure in the left middle cerebral artery (mca) revealed thrombosis (location unknown). Medication was administered to treat the thrombus and complete the procedure. No further details have been provided at this time.

Manufacturer narrative:
Based upon the response received, the physician does not relate the thrombosis to the index procedure or the stent implanted, but rather to their disease state. Therefore the reported thrombosis does not constitute a reportable event. There is no allegation of any device malfunction or nonconformance. As a result, this complaint will no longer be considered a reportable event.

Manufacturer narrative:
Device remains implanted.

Event description:
It was reported angiography taken following a standard stenting procedure in the left middle cerebral artery (mca) revealed thrombosis (location unknown). Medication was administered to treat the thrombus and complete the procedure. No further details have been provided at this time.